Event description:
The patient reported believing that radiation from the device may have resulted in the loss of the patient's teeth. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2005. 5071-35 implantable pacing lead: (B)(6) 2005. (B)(4). Evaluation summary: upon analysis, no anomalies found.